Manufacturer narrative:
As per contour next test strips safety data sheet, the strips should not be ingested. However, per the toxicological section of the safety data sheet, consumption of strips would not have any adverse effects. The patient/family was the initial reporter so personal information was not entered. Sections were left blank as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot #, expiration date) and the device manufacture date could not be determined.

Event description:
The customer reported that she believes she accidentally swallowed a contour next test strip while eating strawberries. The customer was advised to seek medical attention. No further event details were provided.